Event description:
Device result was 838 mg/dl and the battery icon was flashing. User called his dr and was recommended to go the the hosp. User checked into the hosp. The device was replaced and requested to be returned for eval.